Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the patient had moderate pvl post valve deployment which led to tissue damage and subsequent cardiac pseudoaneurysm. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), per the article "delayed left anterior mitral leaflet perforation and infective endocarditis after transapical aortic valve implantation¿case report and systematic review," after implant of a 26mm sapien xt valve, a moderate paravalvular aortic regurgitation was detected. Approximately four months later, the patient was admitted due to heart failure and fever. Blood cultures were positive for staphylococcus epidermidis. Echocardiographic evaluation showed a perforation affecting the base of the anterior mitral leaflet. The depth of the prostheses within the left ventricular outflow tract was adequate, but the presence of a pseudoaneurysm from the stent frame of the valve extending to the anterior mitral leaflet suggested that the endothelial damage may have been provoked by the post-implantation aortic regurgitation jet that impinged from the base of the leaflet to the hinge point anterior mitral leaflet. The patient´s condition was complicated by renal failure and a transitory cerebrovascular event. The patient was treated medically. Due to the patient¿s very high risk, surgical intervention was ruled out. The patient remained in nyha class ii for 18 months before expiring due to refractory heart failure. Ignacio j. Amat-santos, et al. Delayed left anterior mitral leaflet perforation and infective endocarditis after transapical aortic valve implantation¿case report and systematic review. Catheterization and cardiovascular interventions (2016).